Event description:
Laboratory obtained psa values of 4.8 and 4.3 ng/ml on the dimension rxl. The sample was tested with an alternate analyzer and produced a result of 1.7 ng/ml. Dade behring tested sample on 01/18/2001 and confirmed lower result, 1.7 ng/ml, with an alternate lot of reagent formulated to reduce non-specific binding. Concluded patient sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.